Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer and technical support specialist inspected the device and reseated cables and retractor bands and tested all drawers in diagnostics. After identifying an auto launch issue, contacted technical support specialist and customer. Resolved drawer failure and used the knowledge article' med application not launching automatically; station at blue screen' to fix medical application auto logon. Customer verified resolution and approved ticket closure. The system functioned as intended after the field service engineer and technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.